Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there was a lead integrity alert triggered. The patient was asked to attend the clinic for further assessment. Assessment showed signs of early detection of right ventricular (rv) lead fracture. The lead remains in use but it was noted that the lead is scheduled for replacement because of oversensing. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.